Event description:
It was reported the patient had the implantable neurostimulator (ins) explanted because of an infection and abscess. It was noted the patient would not be eligible to get a new ins for one year so the health care professional can be sure that "her body is ready."

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 74002, lot# n267582, implanted: (B)(6) 2011, product type adapter; product ID 3998, lot# v128364, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).